Manufacturer narrative:
Unit received with cracked case (battery tube) and cracked case corner of belt clip rails. Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack in insulin pump's casing. The customer¿s blood glucose level was 5.7 mmol/l. The insulin pump will be returned for analysis.